Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that no steps were taken to resolve the patient's lack of therapeutic effect.

Event description:
The patient reported that their initial implant only worked for 6 months and stopped working. The patient's healthcare provider did not remove the device. The patient experienced a loss of therapy. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.